Manufacturer narrative:
Investigation: a DHR was performed and no abnormality was found in incoming inspection, in-process and out-going inspection. The returned sample was checked and the reported defect of leakage was observed very close to the catheter adapter. This kind of failure mode is different from needle-stick injuries and different from the failure caused by the machine as well. Per confirmation with qa incoming inspection operator, there is a similar failure mode in the in-coming catheter. So the split maybe comes from the (B)(4). Corrective action has been initiated in adding additional random leakage tests.

Event description:
It was reported with the use of the bd pegasus IV catheter system there was an issue with 2 occurrences of leakage at the catheter adapter during transfusion after successful penetration.